Event description:
The customer states that they are attempting to run the architect c8000 phenobarbital assay, and are having issues with imprecision at the upper end of the assay. The lower end of the assay is well within specifications. A service call was initiated. The technical executive adjusted the r1 mixer. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
The customer's observations of depressed and/or failing calibrations, erratic results and/or out of specification control results are rooted in two issues. First, it was shown that the r2 component of the phenobarbital reagent kit (used on both the aeroset and architect c8000 analyzers) contains an antibody, whose concentration was changed to the lowest concentration allowed by the manufacturer's specifications. The manufacturer made the decision to change their antibody harvest process from a high yield method to one with a much lower yield. The second issue was the manufacturer's practice of freezing the bulk antibody component, thawing it for use, and then refreezing the remainder until needed again. Initial investigational studies carried out by the manufacturer proved that when the r2 reagent component is manufactured with a low antibody concentration and that antibody component had undergone multiple cycles of thawing and refreezing (freeze/thaw cycles), the stability and performance of the r2 reagent is compromised. The antibody product is only used in the phenobarbital r2 reagent and in no other abbott product. The following corrective and preventive manufacturing process changes have been made to address the low antibody concentration and the maximum allowable number of freeze/thaw cycles. All antibody lots will have a minimum titer of 2.0 mg/ml. All lots will be aliquoted and only one freeze/thaw cycle will be allowed. Also, one week pilot studies on each lot will be performed to identify any suspect lots before they are released. New lots of reagent received as product for sale will initially have a six-month shelf life. After three lots have met all stability requirements, their performance will be monitored and evaluated to extend the shelf life from six months and then to nine or twelve months. This is a final report. End of report.